Event description:
It was reported that the patient had seizure like symptoms when the manufacturer representative left on the day of the report. The reporter noted that the patient had an implant replaced due to battery depletion and he may have been overstimulated at the time of the report. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2014-12534 as the patient had dual implants and it was not specified which ins was the issue.

Event description:
Additional information received reported that the patient was seen on (B)(6)-2014 for normal programming. The battery was tested and within normal limits of voltage, the leads were found to be fine, and the device was working as expected. The patient did present with gait issue, facial pulling, and finger tapping; all of which were much improved with reprogramming. There was no mention in the patient¿s file of any seizure or seizure like activity reported by the patient or anyone else. As far as the doctor¿s office was concerned the patient was experiencing therapeutic effect and the system was working as designed and intended.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3387-40, lot# j0406144v, implanted: (B)(6) 2004, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 7438, serial# (B)(4), product type: programmer, patient; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 3389-40, lot# j0225447v, implanted: (B)(6) 2002, product type: lead. (B)(4).